Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 15950983l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation ablation procedure for symptomatic persistent atrial fibrillation with an ez steer thermocool sf navigational catheter and suffered a pericardial effusion requiring extended hospitalization. On the day of the procedure, a pericardial effusion was observed. The patient required extended hospitalization as a result of this adverse event. The issue resolved without sequelae. Medical history includes hypertension, ascending aorta mild dilatation, atrial flutter, and sinus bradycardia. Principal investigator assessed this event to be mild in severity, serious, possibly device-related, and definitely procedure-related. Since the patient required extended hospitalization as a result of this event, it is MDR reportable.